Event description:
A medtronic representative received a report from a site that a malleable suction stopped tracking approximately 1.5 hours into a functional endoscopic sinus surgery (fess). Instrument was still suctioning but not tracking. In trouble-shooting, re-plugging the cable into the axiem box did not resolve the issue. It was confirmed there was no metal in the field. Delay in surgery was 6 minutes. The surgeon opted to use the ball tip malleable suction to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Instrument was a single use disposable device. The device was returned to the manufacturer for analysis and showed signs of physical damage. Although diagnostics reported normal functionality, the instrument showed red status and would not navigate. Further engineering analysis found that the connector/cable was cut off and the coil was cut. The reported event was confirmed. The most likely cause of the reported event was that the instrument was cut by another instrument, such as a m4 blade, which would have stopped navigation during use. The device was replaced to resolve the issue.

Manufacturer narrative:
Return requested. Returned suspect malleable suction std tip 9-fr is under analysis.